Event description:
During a bicep repiar, surgeon pre-drilled a 10.5 hole with reamer. As he attempted to insert the implant. The hex began to strip out the inside of the implant. He also noticed that the outside threads were flattened. He then re-drilled and tried another implant which also stripped out. The surgeon resorted to an "old fashion" technique by running suture through the pilot holes already predrilled. The procedure was delayed approximately. 45 min., however no adverse consequences were reported with the pt as a result of event.